Manufacturer narrative:
The other relevant components include: product ID neu_unknown_cath, lot# unknown, product type: catheter.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturers representative regarding a patient who was receiving an unknown drug at 1108 mcg/day via an implantable pump. It was reported there were volume discrepancies, a suspected underinfusion, and an unspecified catheter problem. At four refills the hcp saw volume discrepancies. In (B)(6) 2016, the programmer volume was 4.6 ml and the actual reservoir volume (arv) was 10.5 ml. In (B)(6) 2016, the programmer volume was 2.4 ml and the arv was 8.0 ml. In (B)(6) 2016, the programmer volume was 4.0 ml and the arv was 9.0 ml. In (B)(6) 2016, the programmer volume was 2.9 ml and the arv was 10.0 ml. The patient had no sign of underinfusion of drug; there was a clinical effect.

Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID: 8731, product type: catheter.

Event description:
It was noted that there was no troubleshooting or actions or interventions performed related to the volume discrepancies. The cause of the volume discrepancies was not determined and the issue has not been resolved. The implant date was unknown, but it was ¿maybe a couple years back¿ as the elective replacement indicator was 50 months. The patient outcome was ok. The drug concentration was 2000 mcgr/ml.